Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates one reservoir was damaged while connected to the transfer guard and one reservoir had air bubbles that could not be removed. No harm to the customer requiring medical intervention reported. The reservoirs will not be returned for analysis.